Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) and the initial reporter was provided. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the pump was replaced on (B)(6) 2018 and would be returned. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal bupivacaine 0.8 mg/ml at 2.748 mg/day and dilaudid 10 mg/ml at 0.219 mg/day via an implanted pump for non-malignant pain and failed back surgery syndrome-other. A critical alarm was heard and confirmed by telemetry. It was reported low battery reset occurred and the pump was in safe state. The pump logs had already been checked and the event date was (B)(6) 2018. It was noted the patient was feeling sick and the change in therapy/symptoms was gradual. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the pump was replaced and the event was resolved. The patient's weight at the time of the event was (B)(6). No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis identified an anomaly with the wire weld in the pump hybrid (circuit board. If information is provided in the future, a supplemental report will be issued.